Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard bag and within an opened concerto implant coil outer carton. The catheter used during the event was not returned. The concerto implant coil was returned within the introducer sheath. Visual inspection/damage location details: the concerto implant coil was returned in two segments. The pushwire was found to be broken at proximal end of proximal segment. The pushwire was found to be bent within introducer sheath at ~83.4cm and broken within introducer sheath at ~135.1cm from broken proximal end. The coin was found not against lumen stop and not returned. The implant coil was already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): under the microscope, the outer jacket was then removed. The lumen stop appeared to be damaged and with blood residue. The retainer ring was found to be visually damaged. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed; however, the root cause was unable to be confirmed. Possible causes for premature detachment are patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, or user advances the coil against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil spontaneously detached, do not detach. It was reported that coil separation/break/premature detachment occurred. During pre-op, the coil pre-detached during preparation. There was no surgical or medical intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil.  The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. Continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the IFU. No patient was involved in the event.